Event description:
It was reported that after the iab was inserted and connected to the pump, helium loss alarms were experienced. The pt was transferred to another pump, but the alarms continued. Then the iab was removed without any complications.